Event description:
A nurse reported that a patient presented with a postoperative eye infection which they confirmed to be toxic anterior segment syndrome (tass). There has been no further information received at this time. Additional information was requested. This is the fourth of four reports for this facility.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. The lot specific to this event is not known; therefore, lot history and DHR review not possible. A sample was not returned for investigation. The root cause is not known. (B)(4).